Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that noise appeared on the observation screen during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The event occurred while the device was inside the sedated patient, resulting in a delay of the procedure. The procedure was successfully completed using the same device. There were no reports of patient harm.